Event description:
It was reported that a malfunction alarm occurred. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer¿s blood glucose level ranged from 162-163 mg/dl.

Manufacturer narrative:
Device not returned